Event description:
Customer reports to have changed batteries and received an unexpected restart. Customer's blood glucose was 600 mg/dl. After troubleshooting, customer was advised to monitor insulin pump. Customer states insulin pump was working fine and will call should problem persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed north (B)(4).